Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that tubing was disconnected from wire marker wm8 of the blood sampling valve (bsv). The fse trimmed and reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a diluent leak from the manual probe assembly area of the coulter lh 750 hematology analyzer while running latron controls. The volume of the leak was about 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.